Manufacturer narrative:
Bock h10: with all available information, boston scientific corporation concludes that the reported allegations of the cage failure to catch needle is not confirmed through product analysis. During visual investigation, the device returned with the carrier without fully retraction; therefore, an event was confirmed. During microscopic investigation, the carrier was bent/kinked, confirming the event of carrier bent. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device revealed that the carrier did not fully retract. Regarding the observation the carrier would not fully retract into the head, an investigation to address this problem was initiated, but at this point the cause has not been established. The reported event of cage failed to catch needle will be assigned to the as analyze cause code of "no problem detected" since after visual, microscope and functional inspections in the complaint device, it was not possible to identify any evidence of the alleged issue. With regard to the carrier bent/kinked, the most probable cause of the issue cannot be established since the investigation findings do not lead to a clear conclusion about the cause of the adverse event, therefore, the investigation concluded that the most probable cause for this event is "cause not established", and this is the most probable cause assigned to the reported event overall.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vault suspension procedure performed on (B)(6) 2023. During the procedure, the cage failed to catch the suture there were no patient complications as a result of the event. The device was completed with another of the same device. This event has been deemed reportable based on the investigation finding of the carrier failure to retract. Please see block h10 for full investigation details.